Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the primary planned access vessel minimal lumen diameter measured 6.6 millimeters (mm). The secondary access vessel minimal lumen diameter measured 7.3 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two days following the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve via the right femoral access, left groin pain presented. A doppler ultrasound revealed a pseudoaneurysm in the left groin. Three days postimplant, surgical repair with resection, debridement and application of wound vac was performed. The pseudoaneurysm event prolonged hospitalization and the event resolved approximately 2 months following onset. The physician indicated the pseudoaneurysm was probably related to the procedure and unrelated to the medtronic products. However, the specific cause was not reported.